Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the device was explanted and replaced due to a fluid leak.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information the alpha I was implanted on (B)(6) 1999 and revised on (B)(6) 2025 due to leakage.